Event description:
It was reported that the anchor was inserted after using a 5.5 punch. A small "block" of the inner eyelet which held the suture broke off and came out with the main suture. The rest of the anchor body remained in the patient. Another anchor was inserted adjacent to the remaining anchor body to complete the case. Right rotator cuff repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.